Manufacturer narrative:
Product event summary: clinical data files were returned and analyzed. The data files did not show any system notices on the reported date of the event. No product was returned for analysis. A clinical issue was encountered during the procedure, no product malfunction reported. In conclusion, there was no indication of a product malfunction and no product was returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, after the ablation of the first vein (the left inferior pulmonary vein), the patient showed a vagal reaction with a sinus arrest of about twenty-seven seconds. It was noted that they started to pace the ventricle and for approximately another two minutes the patient had complete atrioventricular (av) block. The patient stabilized and regained sinus rhythm, and the ablation was continued on the other veins. After the completion of the pulmonary vein isolation (pvi), the heart echo showed a pericardial effusion, in which the physician decided to puncture. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.